Manufacturer narrative:
(B)(6). Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, after the 26mm sapien 3 valve was deployed, damage inside the cover of the esheath was observed. The radiopaque of the distal part had been detached and had come out from the esheath when the delivery system was withdrawn. No patient injury was reported. The patient was noted to have left the operating room in stable condition. Additional information provided confirmed no abnormalities had been observed with the esheath during prep. The operator did not experience any insertion difficulties while inserting the esheath into the patient or the esheath through the delivery system. The patient¿s vessels were non-tortuous but contained a small calcium at the puncture site. The marker became detached when the delivery system was removed.

Manufacturer narrative:
UDI (B)(4).  Additional information that is relevant to the complaint case was provided.  A photograph of the device post procedure was provided. Access vessel degree of calcification was mild, access vessel degree of tortuosity was none, and the access vessel mld was 7.7mm. There were no any abnormalities noted about the sheath during prep. The sheath was damaged due to withdrawal difficulties. There was no difficulty inserting the sheath into the patient. There was no difficulty inserting the delivery system through the sheath. It is unknown if there was any difficulty retrieving the device through the sheath tip. The esheath was returned to edwards lifesciences for evaluation along with the marker band in a separate bag. A photograph of the sheath shaft was taken after the procedure and provided for evaluation.  Review of the photograph showed the sheath liner was bunched up and circumferentially delaminated. The c-marker band was separated from the sheath. The returned device was fully visually inspected. The sheath liner was circumferentially delaminated from the distal tip, approximately 1¿ in length. The c-marker band was separated from the sheath liner.  Two (2) kinks were observed on the sheath shaft. One was noted at the strain relief possibly due returned packaging condition. The other one was noted at approximately 1.5¿ from the strain relief. Scratches were observed along the length of sheath shaft. Minor soft tip damage was observed. No liner tear was observed. No other abnormalities were observed. Due to the returned condition of the device (liner delaminated and separated c-marker band), no relevant functional testing was able to be performed. The complaint was confirmed through visual inspection of returned device. Due to the returned condition of the device (liner delaminated and separated c-marker band), no relevant dimensional measurement was able to be performed. The complaint was confirmed through visual inspection of returned device. DHR review was performed for work orders are relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events. The work orders revealed no manufacturing non-conformance that would have contributed to the complaint events. Lot history review of the related work order revealed zero (0) complaints for ¿sheath distal tip ¿ separated marker¿ and one (1) similar complaint relating to and ¿sheath distal tip ¿ liner delamination¿. The complaint for ¿delivery system ¿ liner delamination¿ was confirmed, but no manufacturing non-conformances were found in the returned sample. Available information suggests that procedural factors (torn balloon/valve caught on sheath tip during withdrawal) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action was required a review of complaint history for the edwards esheath introducer set (all models, all sizes) for the past 12 months (august 2017 to july 2018) revealed thirty-two (32) other similar complaints with returned devices for the complaint code ¿sheath distal tip ¿ liner delamination¿. Thirteen complaints were confirmed, but no manufacturing non-conformances were found. Available information suggested that patient and/or procedural factors (access vessel tortuosity; balloon caught on sheath tip) may have contributed to the reported events. Twelve complaints were confirmed, but no manufacturing non- conformance were found. Available information suggested that procedural factors (withdrawal difficulty of torn or burst balloon) may have contributed to the reported events. One complaint was confirmed, but no manufacturing nonconformance were found. Available information suggested that procedural factors (incomplete deflation of balloon prior to withdrawal) may have contributed to the reported event. Four complaints were confirmed, but no manufacturing non-conformances were found. Available information suggested that procedural factors (valve caught on sheath tip) may have contributed to the reported events. One complaint was confirmed, but no manufacturing nonconformance were found. Available information suggested that procedural factors (sls extension caught on sheath tip during delivery system withdrawal) may have contributed to the reported event. One complaint was confirmed, but no manufacturing nonconformance were found. Available information suggested that procedural factors (delivery system withdrawal techniques) may have contributed to the reported events. A review of complaint history data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. A review of complaint history for the edwards esheath introducer set (all models, all sizes) for the past 12 months (august 2017 to july 2018) revealed seven (7) other similar complaints with returned devices for the complaint code ¿sheath distal tip ¿ separated marker¿. The seven complaints were confirmed, but no manufacturing non-conformances were identified during the investigation. Available information suggested that procedural factors may have contributed to the reported event. No labeling or IFU inadequacies have been identified. (B)(4) was previously initiated for risk assessment and corrective (or preventative) actions were addressed through CAPA (B)(4). Since no manufacturing non-conformities were identified in the returned sample and both complaint and fmea occurrence rates did not exceed their respective limits, no further corrective or preventative action was required. A review of complaint history data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿separated¿. The instructions for use (IFU), device preparation training manual, and the procedural training manual were reviewed for instructions/guidance for preparation and use of the edwards commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); circumferential oriented surface defects, protruding/missing material, dents, cuts; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief; delamination; witness lines with exposed ptfe liner; remnant lines (white lines); seam separation; stress line(s) in the liner; notches on the bottom side of the liner when holding the housing in the left hand; presence of c-marker band;and flash and excess material (tecoflex or hdpe slag) under a minimum of 10x magnification. Additionally, the sheath tips were 100% visually inspected under a 10x magnification serrated transition, holes, or rough surface or tears; bubbles on the bon or within the tip and misalignment in the distal end of the tip trim. During manufacturing, the esheath assembly was 100% final inspected by both manufacturing and quality. The critical dimensions are verified, such as shaft od, tip ID, tip length, working length, coating length and strain relief length. It is visually inspected to ensure housing and hemostasis valve surface are free of damage. It is inspected for delamination (under a minimum of 3x magnification) and seam separation (under 5x-8x magnification). Under a minimum of 3x magnification, it is visually inspected for wrinkles, kinks, bends, or mechanical damage; circumferentially oriented surface defects, protruding or missing; witness lines with exposed ptfe liner; cross linking of hdpe (blue) across liner (clear); notches on the bottom side of the liner when holding the housing in the left hand; holes or tears, delamination, remnant lines (white lines), seam separation, and stress lines, remnant lines; tips with serrated transition, holes, or rough surface or tears and presence of the c-marker band. Furthermore, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling plan before final release. Prior to expander insertion force test, five (5) samples from the related work order were visually inspected for seam separation. After expander test, the samples were visually inspected for abnormalities such as liner tears, stretching, unexpanded seams, and sheath tip fragments. All sample units from the lot passed pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed through visual inspection of the returned devices. However, no manufacturing non-conformances were identified during the investigation. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the sheath shaft has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. The patient access vessel was reported to have mild calcification. Scratches on the sheath shaft are indicative of the interaction between the sheath shaft and calcification in the vessel. A calcified access vessel can create a challenging path for withdrawal of the delivery system. As delivery system withdrawal difficulty was encountered, the device manipulation and applied force to overcome the difficulty during device retrieval could then have resulted in the liner delamination and subsequently dislodged the c-marker band. In addition, per the IFU and training materials, the users are instructed to completely unflex the delivery system, ensure the flex tip is over the triple marker, and completely deflate the balloon before delivery system removal. Per the cer, withdrawal difficulty was reported by the complaint site. It is likely that failure to perform the aforementioned steps before device removal may have resulted in the delivery system interacting with the sheath tip and subsequently led the reported withdrawal difficulty. As such, available information supports that patient (calcification) and/or procedural factors (delivery system withdrawal difficulty) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It is to be noted, that although embolism of the marker band is an anticipated risk, in this case although the marker band was dislodged, it was successfully retrieved and no patient injury was reported. Regarding the sheath distal tip ¿ liner delamination, since no manufacturing non-conformances or labeling/IFU/training material training deficiencies were identified, no corrective actions are required. Additionally, since no product non-conformances were identified and the complaint occurrence rates did not exceed the trending control limits, a product risk assessment is not required. Regarding the sheath distal tip ¿ separated marker, a CAPA  was previously initiated to address reported marker band separation. Corrective actions associated with the CAPA included increasing the tecoflex trim length to 1 mm and repositioning the marker band further proximal under the liner. The CAPA was closed on 30-oct-2015, after that no additional dislodgements were documented for 6 months/(B)(4) units. While the complaint device work order was manufactured after implementation of corrective actions as documented in the CAPA, the occurrence rates for this failure mode did not exceed the july 2018 control limits. In addition, no manufacturing non-conformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to patient/procedural factors, so no further corrective/preventative actions are required. As a result of increased complaint rates for separated markers on esheath devices, a product risk assessment was initiated previously to assess risks associated with the issue. The complaints for ¿sheath distal tip - liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed. However, no manufacturing non-conformances were found in the returned sample. Available information suggests that patient (calcification) and/or procedural factors (delivery system withdrawal difficulty) may have contributed to the complaint events. No labeling/IFU inadequacies were identified. A product risk assessment was previously initiated for risk assessment and corrective/preventive actions were addressed through the CAPA. Since the complaint occurrence rates did not exceed the july 2018 control limits for the applicable trend categories, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.

Manufacturer narrative:
Reference CAPA-20-00141.